Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be intact with no peeling or worn symbols. During testing, all of the keypad buttons responded properly. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts.